Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would intermittently power on and off by itself. There was patient use associated with the reported event; however, no additional information about the patient or the event was provided.